Event description:
Edwards was notified of an aortic bioprosthetic valve explant after an implant duration of 10 years eight (8) months due to calcific mitral stenosis. Patient received implant of another bioprosthetic valve and is reportedly recovering well.

Manufacturer narrative:
X-ray. Device evaluation summary - as received, host tissue was identified on the inflow and outflow aspects of the valve. Host tissue extended onto the tissue inflow by a greatest distance of 11mm fusing leaflets 2 and 3 and 1 and 3 at the commissure. Host tissue also extended on to the tissue of the outflow aspect of the valve by a greatest distance of 10mm, fusing leaflets 1 and 3 at commissure 1 and leaflets 2 and 3 at commissure 3. Minimal to heavy calcification was observed on all three leaflets and confirmed through x-ray. Minimal calcification was observed in the cusp area of leaflet 1, moderate calcification was observed in the cusp area of leaflet 2 and moderate to heavy calcification was observed in the cusp area of leaflet 3. Free margins of leaflets 1 and 3 exhibited moderate calcification. Incidental findings include: hematoma on the outflow and inflow aspect of leaflet 1, the commissure wireform was exposed on the outflow aspect of the device. These damages are most likely due to implant or explant. Additional manufacturer narrative - the clinical observation was confirmed. Bioprosthetic leaflet calcification and host tissue overgrowth are two common failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.